Event description:
It was reported that the system 9800 had no vertical lift capability. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. The operator was instructed to cycle the keyswitch to ensure that it was in the proper position. The switch was cycled and the vertical lift was functional.